Manufacturer narrative:
Ethnicity, race: unknown/ requested but not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device manufacture date: the intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted in the left eye, it was noticed there was a scratch near the center of the lens. The iol was immediately removed and replaced in the same procedure. Another johnson and johnson iol (same model, same diopter) was implanted as replacement without any problems. There was no surgical or medical intervention required and no patient injury reported. The patient's eye looks good post-op and the implant is in position. No further information is available.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes . Returned to manufacturer on feb 18, 2022 . Section h3. Device evaluated by manufacturer? Yes . Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during removal. The lens was cleaned, and no scratches could be observed. Visual inspection, of the handpiece, under magnification revealed that the handpiece was received with cartridge tip damage. Based on the return condition of the lens, the complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.